Event description:
It was reported that a large volume infusor did not empty. The expected therapy time was 46 hours. This occurred during patient infusion with 230ml of fluorouracil at a concentration of 50mg/ml. The nurse verified the line and sensor; confirming that everything appeared normal. They disconnected the line and flushed the peripherally inserted central catheter (PICC) line without any resistance. The issue was further described as, "visually the infuser looks like it did not infuse". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 11, 2024 ¿ october 14, 2024. H11: the device was received for evaluation with 210 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.